Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a "gas flow off" error message displayed on the central control monitor. The user rebooted the system and was able to perform a successful calibration; however, the message continued to display. The user then reported that after approximately 20-30 minutes while on bypass, the message stopped displaying. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.